Manufacturer narrative:
Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose / protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify no delivery alarm due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received no delivery alarm and was damaged. The customer¿s blood glucose level was high as 316 mg/dl treated with a manual injection. The customer states the drive support cap is flush. The customer states the insulin did exit. Troubleshooting was performed for damage and advised the pump will need to be replaced to revert to the back-up plan. The insulin pump will be returned for analysis.